Event description:
It was reported that patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to poly wear.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.